Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve setting changed after the patient had a magnetic resonance imaging (MRI). The setting was changed from setting 4 to 8. The valve remains implanted and there has been no harm to the patient or physiological changes noted. Based on additional information provided, the implant date and the type of MRI magnet and strength (gauss) are unknown.